Event description:
Additional information received indicated the patient was later seen in-clinic and with the assistance from abbott technical support, ble telemetry was restored. The patient was in stable condition.

Manufacturer narrative:
The reported event of inability to communicate via bluetooth low energy (ble) telemetry was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Manufacturer narrative:
Implant date is estimated to be in december 2021.

Event description:
During an in-clinic follow-up, the device was unable to be interrogated via bluetooth low energy (ble) telemetry. No intervention was performed at this time. The patient was stable and will continue to be monitored.